Event description:
It was reported that the implantable cardiac monitor device had noise on the baseline of the electrocardiogram and was undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.